Manufacturer narrative:
The product was not returned as it is still implanted into patient, there was no harm to patient nor complication of procedure. This was a misuse by hitting the inserter with a mallet outside the patient at the back table to compact bone graft into the cage. This caused the cage to fracture.

Event description:
One of (B)(6) valeo ii tl cage implant was being inserted by a surgeon. The subject implant was attached to the inserter and bone graft was added. The surgeon took a mallet to the proximal end of the inserter and hit it to pack the bone graft into the implant. The implant/inserter was then inserted into the patient and when the inserter was taken off of the implant, a small fragment broken off from the cage was noticed. The fragment was removed and was returned to (B)(6) for evaluation. The rest of the implant was left in the patient. No harm to the patient; patient remained stable.